Event description:
It was reported that this implantable pacemaker battery longevity dropped from 4.5 years to 4 years longevity in a span of 3 months. Physician has decided to perform a device replacement due to medical necessity. The device remains in service. No adverse patient effects were reported.